Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of the range shock impedance measurements, measuring at 126 ohms on the right ventricular (rv) channel. It was noted that there was increase in pacing impedance measurements, however they were within the normal range. There was no noise event in the arrhythmia logbook. Technical services (ts) reviewed the data and stated have the patient seen in clinic for follow up and continue monitoring. This ICD device remains in service. No adverse patient effects were reported.